Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had recurrent difficulty waking and, when powered on, remained frozen on the screen; the mobile app showed the ilet was not connected, preventing retrieval of the pairing code, and the device could not be unlocked to restore function. Symptoms included no adverse clinical effects. Outcomes included user inconvenience and interruption of device use, with continued cgm monitoring via the dexcom app or receiver. Investigation included remote troubleshooting and user education, including attempts to update firmware via the mobile app and instructions on device shutdown to prevent additional alerts. Investigation of this case revealed an intermittent mechanical or switch performance issue of the user interface/power button consistent with a device hardware malfunction of the enclosure/control interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button mechanism.